Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined that the device operated within specifications. The system fault 188 could not be replicated, and there was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. There was no patient injury reported for this incident. (B)(4).

Event description:
Ref imp (B)(4).